Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead tip to coil configuration. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.